Manufacturer narrative:
H6. Torn isolator. H3. Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an gyn procedure, the housing of the handpiece handle was cracked. The case was finished with a second handpiece with no pt consequence.